Manufacturer narrative:
(B)(4). The lead has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
In MFR report # 3004209178-2010-10688: it was reported there were high impedances and the stimulator was replaced. Following the replacement the device continued to have high impedance measurements. The impedance levels ranged from about 800-4500 ohms. The extension was replaced on (B)(6) 2011. Following the extension replacement, the impedances levels were still high. The levels ranged from 1102-13965 ohms. The therapeutic effect did not improve after the stimulator and extension replacement. The lead was replaced about 2 weeks after the extension had been replaced. The pt was doing "much better" after the lead replacement. The impedance levels appeared to have normalized. The pt was still seeking a better outcome though.